Event description:
A customer contacted beckman coulter inc. (Bci) regarding false low glucose results generated by the unicel dxc 800 pro synchron clinical systems. Customer indicated that thirteen low glucose results were reported out of the lab. The samples were re-tested on a different instrument and glucose results were amended. An example of low and corrected results was provided by the customer. Per customer, there was no effect to patient treatment.

Manufacturer narrative:
Customer replaced the glucose electrode and performed cup maintenance, but then called bci to request service. A field service engineer (fse) was dispatched: the fse replaced the sample syringe, sample probe and collar wash, and parts have been requested to be returned to bci. As of 04/07/09, customer states instrument is running to specifications with no other glucose event noted. A clear root cause for this event has not been determined. A malfunction will be assumed for the purpose of this report.